Event description:
In this event it was reported that a protaper finishing file separated; the separated piece was not retrieved and was incorporated into the fill.

Manufacturer narrative:
Note that the package label received is not from our manufacturing (fake label), received product is from grey market; however, as a result of this malfunction, the potential for surgical intervention exists (though inadvisable per expert opinion provided by dr (B)(6)) to preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. Returned package contains unused files which match to the drawing specifications. As for the packaging, we found that the labels are counterfeit. The product is obviously stemming from the grey market. No further analysis can be performed.